Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in a severely tortuous and severely calcified coronary artery. As the 4.0x24mm omega stent was advanced it was noted that the stent strut had 'lifted.' The procedure was completed with a different device. No patient complications were reported and the patient status is stable. This product is only (B)(4) approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in a severely tortuous and severely calcified coronary artery. As the 4.0x24mm omega stent was advanced it was noted that the stent strut had "lifted." The procedure was completed with a different device. No patient complications were reported and the patient status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of an omega stent delivery system (sds) and stent with no other devices. There was blood and contrast in the guide wire lumen. The stent was centered between the markerbands on the tightly folded balloon; there was no indication the device was subjected to positive (inflation) pressure. There were multiple struts stretched and bent in the fifth and sixth rows from the proximal end of the stent. Magnified inspection presented no evidence of any product quality deficiencies contributing to the confirmed stent damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).